Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and was only capturing intermittently due to being programmed sub-threshold. The patient had reportedly fallen several times and sustained injuries to their face. The patient was admitted for observation and output was increased to allow a margin of safety. The lead remains in use. No further patient complications have been reported as a result of this event.